Manufacturer narrative:
As of this date, the lead has not been returned. If this leadshould be returned to our company, it will be analyzed and this investigation will be reopened and updated as necessary.

Event description:
Boston scientific received information that this device was explanted for end of life (eol indicators. The device battery was exhibiting an extended charge time of greater than 28.9 seconds, and as a result was explanted and successfully replaced. There were also notably high thresholds on the right ventricular (rv) lead which was surgically abandoned and replaced as well. To date, no adverse patient effects have been reported.